Manufacturer narrative:
Correction: d2. The device was returned to zoll medical corporation for evaluation. The customer's report of the "ECG disabled" message was observed during review of the device data logs. The log entries are consistent with an intermittent connection involving the multi-function cable (mfc), such as a compromised or missing mfc gasket, or an intermittent mfc connection. However, the device was put through extensive testing including all functional testing without duplicating the report. The defib receptacle was replaced as a precaution and a new mfc was provided to the customer. It was recommended that the mfc used during the event be discarded to prevent recurrence. The customer's report of display blanked out was not replicated or confirmed. The device was put through extensive testing including bench handling, stress testing and internal inspection without duplicating the report. The display was determined to be working as expected. The device was recertified and returned to the customer. No trend is associated with reports of these types.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "ECG disabled" message and display blanked out. Complainant did not indicate that there was any patient involvement in the reported malfunction.